Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: during evaluation, moisture was visible behind the display lens. A leak test was performed and revealed a leak due to a cracked pump case. The pump was opened and moisture was found inside the pump. Unrelated to the complaint, testing revealed that the audio bolus button was unresponsive.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter stated the patient was playing in the wading pool and now there is moisture under the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.